Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to the device no longer working properly. There was fluid loss from the balloon. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to the device no longer working properly. There was fluid loss from the balloon. The device was removed and replaced. There were no patient complications.